Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional graftmaster rx device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a perforation in the heavy calcified, heavy tortuous right coronary artery (rca) with 90% stenosis. The 2.80x19 mm graftmaster stent delivery system (sds) failed to cross due to the anatomy. Another 2.8x16mm graftmaster sds was attempted to cross however, was also unsuccessful due to the anatomy. An unspecified device was used to complete the procedure. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Returned device analysis identified a hypotube separation.

Manufacturer narrative:
The device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.